Event description:
It was reported this biliary stent was being placed in an iliac artery. During post dilatation, antegrade migration towards the external iliac was noted. An unsuccessful attempt at retrieval utilizing a snare was followed by successful removal via cut down. Eval of the device indicated the stent was 7.4 millimeters in diameter and not 10 millimeters as indicated on the label. All unused devices were retrieved and replaced. The co's directions for use state: "the symphony nitinol stent transhepatic biliary sys is indicated for use in treatment of biliary strictures produced by malignant neoplasms."